Event description:
It was reported through clinic notes dated (B)(6) 2011, received on (B)(4) 2011, that the patient had been experiencing an increase in seizures past 30 per day. It was indicated in the notes that the patient had a seizure lasting 53 seconds on (B)(6) 2011. Adjustments were made to the patient's settings and the patient is being referred for a generator replacement as the physician does not want the battery to reach end of service. Revision is likely but has not occurred to date. Attempts for additional information are underway.

Event description:
The patient underwent revision surgery on (B)(6) 2012. The explanted generator was returned to the manufacturer on (B)(4) 2012. Product analysis is not yet complete. Attempts for additional information have been unsuccessful to date.

Event description:
Additional information was received on (B)(4) 2012 from completion of product analysis. The generator performed according to functional specifications. No eri flags were observed during testing. The device was continuously monitored for 24.25 hours. The programmed output current measured within limits and showed no signs of variation. Diagnostic values were as expected for the programmed settings. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device. Attempts to obtain additional information regarding the patient have been unsuccessful to date.